Manufacturer narrative:
The field service engineer cleaned a system reagent bath, the sipper line, and electrode supports. An ise check, calibration, and controls were run; these were ok. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.

Manufacturer narrative:
The field service engineer checked the analyzer and observed it was very dirty.

Event description:
The initial reporter stated they received low results for an unspecified number of patient samples tested with ise indirect na, for gen.2 on a cobas 6000 c (501) module. No questionable results were reported outside of the laboratory for the first sample. It was asked, but it is not known if any questionable results were reported outside of the laboratory for the second and third samples. The first sample initially resulted in a na value of 130 mmol/l and it repeated as 140 mmol/l. The second sample initially resulted in a na value of 127 mmol/l and it repeated as 138 mmol/l. The third sample initially resulted in a na value of 128 mmol/l and it repeated as 135 mmol/l. The na electrode lot number and expiration date were requested, but not provided.